Manufacturer narrative:
(B)(4). Corrections: device status changed from not returning to returned. Method codes were removed. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the deployed stent resulted in the reported entrapment. Manipulation of the device resulted in the noted stretched coils and ultimately resulted in the reported/noted detachments (coils, core, shaping ribbon). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the deployed stent resulted in the reported entrapment. Manipulation of the device ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior descending coronary artery with no tortuosity, no calcification and 95% stenosis. A non-abbott stent was advanced over a high-torque bmw guide wire and deployed at the lesion. Resistance was noted on removal of the stent delivery system and force was applied. Longitudinal compression of the stent was noted and the guide wire became stuck with the stent. After several attempts to remove the guide wire with force, the guide wire separated at the brachiocephalic trunk. The stent and separated portion of the guide wire were removed surgically and a coronary bypass was performed. The patient was reported to be doing well post procedure. No additional information was provided.